Manufacturer narrative:
In the instruction guide for multirall 200, 7en125103 rev. 6, it is stated under 'change of lifting accessories' with pictorial description: before lifting check that the quick release hook is correctly attached to the q-link.

Event description:
Hill-rom received a report from the account stating the patient fell from the lift and was injured. The lift was located at the account . This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The caregiver was lifting his son into the bath tub and it seems that the quick release hook was not inserted correctly, so the patient hit the floor in free fall and broke the left leg below the knee and the right leg above the knee. The patient sustained bilateral lower extremity fractures that subsequently required fixation. Bilateral fractures of the lower extremities meets the criteria of a serious injury as treatment was required to preclude a permanent impairment of a body function or permanent damage to a body structure. The account contacted hill-rom technical support to inquire about obtaining preventative maintenance services. The account did not allege any malfunction, only dissatisfaction with their 3rd party service provider. No further information is available on the evaluation of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. The instruction guide for the liko multirall 200 (7en120114-7). Under the assembly section: lifting accessory with quick-release hook: push down the red catch and connect the quick-release hook to the q-link. Release and check that the catch locks in order to prevent involuntary unhooking from the q-link. Before lifting check that the quick-release hook is correctly attached to the q-link.

Event description:
Hill-rom received a report from the account stating the patient fell from the lift and was injured. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).